Event description:
It was reported that the insulin pump alarmed compromised force sensor system during manual prime. Troubleshooting was done. Customer's blood glucose was 300 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump alarmed during displacement test due to motor with excessive axial play displacement test was not performed due to compromised force sensor system alarms. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.